Event description:
Account alleged siderail would not latch.

Manufacturer narrative:
Technician found the shoulder bolt was broken off below the shoulder where the thread starts. It is unk how this occurred. Tech needed to drill this bolt out to remove it. Bed was in repair shop. No pts involved and no injuries reported. Tech repaired the shoulder bolt and tested siderail functions. Unit was functioning as designed.